Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in one piece measuring 29.0 cm. External abrasions were found at 16.0 ¿ 16.5 cm breaching the svc and re cables lumens, 17.9 ¿ 18.0 cm breaching the rv cable lumen from connector pin and 20.4 ¿ 21.0 cm breaching the re cable lumen from connector pin. All abrasions were consistent with friction to the device can. The etfe cable coating was intact in these locations.

Event description:
This report is advise of an event observed during analysis.